Event description:
The customer reported low blood glucose levels. The customer then stated she was hospitalized for low blood glucose levels a few months ago. Prior to the hospitalization, the customer stated her blood glucose levels were fine after she ate. The customer's husband came home and at that time her blood glucose levels were low. The displacement test was performed and the insulin pump passed the test, however, by the end of the call, the insulin pump was not able to prime properly.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.